Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been high for the past 2 days. Customer stated that the pump had 1 bar on the battery icon and after the customer ran the self-test, the battery icon was blank. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer's current blood glucose is 440 mg/dl. Customer reported feeling thirsty and tired. Customer reported that insulin exited at the quick release. Customer stated that she changed her site but still had the old one inserted. Customer stated that she was unable to remove or change the infusion set at this time. Customer reported that the basal rates were programmed accurately. Customer was advised to do a complete set change and will be sent a tubing clamp.